Event description:
Drive devilbiss healthcare received a medwatch report involving an oxygen concentrator. The medwatch reporter document "the patient was smoking with oxygen on and sustained the unit and sustained second degree burns to right neck and shoulder." The information in the medwatch report suggests the patient was in hospice program and is a known smoker. No other information about treatment was noted. Devilbiss is currently investigating the incident, including attempting to retrieve the product to evaluate it.